Event description:
Literature was reviewed regarding "efficacy and safety of a new delivery assist catheter with a flexible, spindle-shaped shaft in mechanical thrombectomy". The purpose of this study was to evaluate whether navigating an aspiration catheter toward the occlusion site could be done safely, steadily, and rapidly using a delivery assist inner catheter. The time frame of this study was january 2018 and may 2022. Device manufacturers: multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: react 68 aspiration catheter and solitaire stent retriever six deaths occurred in the study population. The cause of death was not noted among patient adverse events included: -1 artery dissection -8 symptomatic intracranial hemorrhages -median mrs at 90 days was 2, range 1-4 no further information was provided pertaining to medtronic products.

Manufacturer narrative:
G2: citation: authors: takeshita, s., nii, k., tsugawa, j., ishii, a., fukumoto, h., hanada, h., inoue, r., sakamoto, k., higashi, t. Efficacy and safety of a new delivery assist catheter with a flexible, spindle-shaped shaft in mechanical thrombectomy. World neurosurgery 187, e997¿e1003. 2024. Doi: 10.1016/j.wneu.2024.05.025 earliest date of acceptance used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.